Manufacturer narrative:
Inspection of the device found corrosion on all three batteries, the mechanism rails, catch beam, and the pcb assembly. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source; however, the pod data could not be retrieved. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and low battery voltages. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm during operation.